Event description:
It was reported that customer had experienced keypad anomaly. It was reported that buttons responded intermittently and pump was stuck on suspend. Customer's blood glucose was 142 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. The insulin pump has cracked case at display window corners, battery tube threads and minor scratched display window.